Manufacturer narrative:
Zoll has not yet received the device for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the patient was hospitalized due to cardiac arrest. During cooling mode, the thermogard ivtm system (s/n: (B)(4)) displayed tcmid:05 (coolant diff failure) error message. The system was restarted multiple times; however, the issue would not resolve. The use of console was discontinued and the convention methods were used to continue treatment. No patient consequences were reported. No other information was provided.